Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was loaded into the delivery device by following the procedure. However, the seal was not deployed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned for evaluation. Signs of clinical use and evidence of blood were observed on the loading device. A visual inspection was conducted. The delivery device was returned outside the loading device. The slide lock was engaged. The white plunger was not depressed. The seal and tension spring assembly remained in the loading device. The seal and tension spring assembly was removed from the loading device. A microscopic evaluation of the seal and tension spring assembly was conducted. No cracks or delamination of the seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .198in. The outer diameter was measured at .220in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the return condition of the device, the reported failure "failure to deploy" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal was loaded into the delivery device by following the procedure. However, the seal was not deployed. The hospital did not report any patient effects.